Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report.

Event description:
It was reported that the patient's right humerus was revised due to loosening of the proximal aspect of the stem. A 100mm proximal body and stem were revised to a 75mm proximal body and stem.